Event description:
It was reported that early sensor expiration occurred. Data was provided for investigation. Confirmation of the complaint was confirmed. The probable cause was determined to be transmitter stale stop command. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).